Event description:
Affiliate alleged a healthcare worker got burned and had discolored his/her right hand with intense soreness after removing a sterilization bag from a completed cycle. The healthcare worker saw a doctor. It was subsequently reported the patient was prescribed an ointment and the symptoms cleared two days after she/he got burned.

Manufacturer narrative:
Hydrogen peroxide contact. User guide update based on user reports about contact with residual hydrogen peroxide from instruments, pouches and trays after sterilization and subsequent light colored residue on these device after sterilization completed. A user guidance has been issued.